Event description:
Inaccurate cgm values. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).